Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) for a clinical study reported a loss of pain relief. Interventions included an entire system explant on (B)(6)2018 where the device was disposed of according to biohazard instructions. The event resulted in an in-patient hospitalization. The patient reported no more pain relief on (B)(6)2018. It was reported that the event was possibly related to the device or therapy and not related to the implant procedure. During the follow-up visit, the patient stated that they were not using the system anymore due to insufficient pain relief. They mentioned that it is worsening their pain. They requested to remove the device. The issue was resolved without sequelae on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
Updated implant date and explant date. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the event was unresolved at study exit and the reason for exit was that all products were inactive on (B)(4) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the outcome was unresolved at time of study exit/death/study closure. Follow up is being done to get clarification of what this means.